Event description:
Bipap in use on the pt and the vent check alarm began to illuminate indicating that the bipap was inoperable. Pt sats 94 percent before, during ad after bipap issue. This bipap was removed from the pt and a new bipap was applied. Affected bipap removed from service. No injury to the pt. Awaiting biomed to evaluate for evaluation/repair.